Event description:
On (B)(6) 2011: a geenen pancreatic stent (B)(4) was placed in the pancreatic duct. On (B)(6) 2011: the stent separated at the distal flap when it was being removed using an alligator forceps for replacement. The distal tip could not removed because any devices except a wire guide could not go through between the stent and the inner wall of the pancreatic duct. The proximal part of the stent was removed from the patient and discarded. On (B)(6) 2011: the physician placed another geenen pancreatic stent in the proximal side of the remaining section of the stent. The patient was closely monitored. The patient does not show any problematic symptoms at present.

Manufacturer narrative:
The actual lot number of the device involved in this complaint was not provided. As the lot number was not provided; it was therefore not possible to establish if there were any devices from the affected lot number in stock at the time of the complaint investigation. The device involved in the complaint was not available to be returned for evaluation; therefore the customer complaint could not be confirmed and the cause of the complaint could not be conclusively determined. With the information provided a document based investigation was carried out. Prior to distribution, geenen pancreatic stents are subjected to visual inspection to ensure device integrity. A review of the manufacturing records for the (B)(4) device involved in this complaint could not be reviewed as the lot number could not be provided. No corrective action is warranted at this time. The complaint could not be verified as the device was not returned for evaluation. There were no adverse effects on the patient as a result of this occurrence. However, complaints of this nature will continue to be monitored for potential emerging trends.